Event description:
Pt sustained a torn posterior capsule necessitating a vitrectomy procedure. The surgeon had to change surgical technique from phacoemulsification to extracapsular cataract extraction (ecce) due to intermittent power and/or poor aspiration.